Event description:
It was reported that the patient had a loss of therapeutic effect and sometimes had overstimulation in feet and legs. It was stated this was a problem since "day one" and for the last month the patient had noticed the stimulation would go "on and off randomly." It was also stated that the patient had "5-6 groups and only three are operational". It was noted that the patient said his implantable neurostimulator would not hold a charge and that he had fallen in the past month "because the stimulation would go off". Additional information has been requested and if received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead; product ID 37752, serial# (B)(4), implanted: (B)(6) 2008, product type: recharger; product ID 37742, serial# (B)(4), product type: programmer, patient; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).